Event description:
Clinic notes were received for a patient's battery replacement referral due to concern for low battery. The notes indicated that the patient experienced breakthrough seizures, and output current was increased as a result. It was also noted that there was pain around the patient's device site. No surgery has occurred to date. No further relevant information was received to date.

Event description:
Further details were provided regarding the patient's circumstances. It was stated that the patient had been experiencing pain around the generator site for the past few months. She still feels stimulation daily with her current device. Follow up with the physician indicated that the breakthrough seizures were below pre-vns baseline frequencies and were believed to be caused by low vns battery life. The battery replacement was noted to be due to low battery and not for pain or painful stimulation. It was stated that the patient reported vns "fires" more when she is active; no physician assessment was provided for the cause of this. The last diagnostics were shown to be within normal limits.

Manufacturer narrative:
Conclusion, corrected data: follow-up report #1 inadvertently reported incorrect conclusion code.

Event description:
New information was received through the implant and warranty registration card that the patient received a prophylactic replacement. An attempt was made to have the explanted device returned for analysis, however it was stated by circulating nurse there was nothing to return indicating the device was discarded.